Event description:
Hill-rom received a report from the account stating the left intermediate side rail would not latch. The bed was located at the account in med-surg. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support found the siderail not latching most likely due to the spring assembly needing lubrication. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technical support has made three attempts regarding a resolution to this contract line, with no response to resolve the issue. Based on this info, no further action is required.